Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed lesion in the left anterior descending (lad) artery. A 3.00x15mm xience xpedition drug eluting stent (des) was implanted at the target lesion, after which a proximal edge dissection occurred. A 3.25x12mm xience xpedition des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.